Event description:
It was reported to philips that the device's ac module is not functioning properly. A 'whiny' noise is heard and the battery charge is intermittent. There was no reported patient involvement/adverse patient impact.